Event description:
The pt reported experiencing elevated blood glucose for 3-4 weeks and she believes the infusion device delivers too little insulin. For example on (B)(6) 2011, her blood glucose measured 480 mg/dl in the morning and she changed the infusion set and bolused through the infusion device. Her normal blood glucose range is 80-100 mg/dl. She normally changes the insulin cartridge every 3 days and the infusion tubing every 5-6 days. No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.